Manufacturer narrative:
This report is submitted on october 05, 2017. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration subsequent to sustaining a head injury on (B)(6) 2017. The implanted device remains.